Manufacturer narrative:
Additional information was received indicating that there was no patient involvement and the event date was (B)(6) 2018.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Functional testing included use testing. A battery was inserted into the pump and, when powered on the pump exhibited an alarm. It was noted that the pump had fluid ingression. The main processor unit board was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to fluid ingression.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.